Event description:
The reporter stated that the product was used in a breast reconstruction procedure. It displayed higher values than expected (385 mmhg). As a result, there was an increase in surgery time of about one hour. This product's intended use is for brain tissue oxygen monitoring. The device is not indicated for the procedure in which it was used.

Manufacturer narrative:
The customer returned one combined po2 and temperature-probe ref cc1. P1 for investigation. The probe was returned inside its protective sleeve. The product was not damaged by kinking or bending. The probe tube was found to have been squeezed at a distance of about 20mm from the probe tip. Due to this compression, the probe tube was torn in at this position. The probe tip was observed to be elongated. In eval the po2-values, values that were measured were within spec. On a review of complaint files, it was determined that this event has not been reported previously by integra. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.